Event description:
It was reported that during an emergent percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified mid left anterior descending (lad). The physician had difficulty advancing the quantum maverick 2.5x12mm balloon to the lesion site but managed to cross the lesion. The device was inflated to 12 atms for approx 30 seconds and a balloon rupture was confirmed. The procedure was completed with another of the same device. No pt complications were reported and the pt status is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).